Event description:
The complainant reported that during a preventive maintenance procedure performed as part of a service and repair activity, the automated impella controller (aic) failed during step 2.6 of the preventive maintenance process. Upon powering on the console with the transport battery switch engaged, a ¿battery failure¿ alarm was displayed. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The battery failure alarm was triggered because the aic had been left powered off from ac power for an extended period. The root cause was determined to be a user-related issue. Additional information (codes) has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).